Manufacturer narrative:
Device repair anticipated, but not yet complete.

Event description:
It was reported by service report that the head section will not lock when extended. No pt involvement or adverse consequences are reported.